Event description:
This is a report of a patient who experienced and was hospitalized for an unspecified infection coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported and the patient was later discharged from the hospital. It was unknown if the patient recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).